Event description:
On (B)(6), 2009, the patient was implanted with gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. On (B)(6), 2011, follow up imaging revealed infolding of the aortic extender component. No adverse clinical outcomes have been reported. It is reported that the infolding is due to device oversizing. Anatomical measurements at the site of the device infolding have been requested, but are currently not available. Images have been requested.

Manufacturer narrative:
A review of the manufacturing paperwork is being conducted.